Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following implant, the patient suffered perforation and then experienced pericardiocentisis. The right ventricular (rv) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.